Event description:
Reporter alleged obtaining the results of 464 mg/dl, 213 mg/dl and 259 mg/dl back to back within 10 minutes on the aviva system. The customer took his diabetes medications, documented as glipizide and metformin, as usual after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.